Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows that the dovetail feature is compressed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona® kinematically aligned total knee arthroplasty surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mc poly wouldn't seat/mate to the tibial implant on this patient. Multiple attempts were made to fit the poly to the tray. Case continued by using a uc poly. Case was delayed about 10 minutes while trying to seat the mc poly. No health consequences to the patient. Additional information has been requested but it not yet available.